Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "performed dialysis without gloves" and "did not wear mask". The peritonitis was manifested by cloudy pd effluent and severe abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 72hrs, intraperitoneal, discontinued), injection cefoperazone and sulbactam (magnex) (1000mg, once daily, intraperitoneal, discontinued) and paracetamol (1 gm twice a day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. It was reported that one days after event onset, pd therapy was stopped, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.